Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided by the customer.

Event description:
The customer received questionable ion selective electrode (ise) sodium result for an unknown number of patient samples. Data was only provided for one patient sample. The initial result was 131 mmol/l and was reported outside the laboratory. The sample was repeated on another modular analyzer and the result was 141 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative determined the tubing for the internal standard reagent was misadjusted and was routed above the solid partition of the internal standard reagent and not submerged in the internal standard reagent which caused bubbles. He readjusted/realigned the tubing for the internal standard reagent. He verified proper operation by priming the ise reagents, verifying there were no bubbles in the syringe and running 25 ise checks in maintenance. The customer ran their ise calibration and qc and all were within the customer's specifications. The field service representative ran a 25 cup serum precision pool. All checks and tests were within guidelines.